Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead triggered a red alert and emitted beep tones due to a high out-of-range shock impedance measurement of 130 ohms. It was noted that shock impedance measurements were in the 110 ohm range for the last year, with a few measurements into the 120s. Possible lead calcification was noted. Technical services (ts) discussed device interrogation was needed to reset the beeper and possibly increasing the alert limit. This ICD and rv lead remain in service. No adverse patient effects were reported.